Manufacturer narrative:
This report is for an unknown uss construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Additional product code kwp, max. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: briem, d., et al. (2004), bone grafts endoscopically applied to the spine results and therapeutic consequences, der unfallchirurg, vol. 107, issue 12, pages 1152-1161 (germany). The aim of the study was to investigate the fusion rate after endoscopic reconstruction of the ventral column by autogenous bone grafts and to derive therapeutic consequences from the results. A total of 20 patients (8 males and 12 females) with an average age of 44.1±14.3 years (range, 19-68 years) were treated with an unknown synthes universal spinal system. The following complications were reported as follows: 37-year-old male patient's fracture partially healed. 27-year-old male patient's fracture partially healed. 52-year-old female patient's fracture partially healed. 61-year-old female patient's fracture partially healed. This is report 4 of 4 for (B)(4) (61 year old female). This is for an unknown unknown synthes universal spinal system. (Uss)